Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a high blood glucose reading of 600 mg/dl. Customer treated with a manual injection. Customer stated that she was doing an infusion set change and needed help doing a fill cannula. Customer stated that she did the set change yesterday. Customer was advised that it was not recommended to do a fill cannula after she has worn the pump. Customer was assisted with navigating the fill cannula screen.